Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula of the infusion set broke off and remained in the patient's body. The patient's blood sugar was elevated. The patient removed the broken cannula with tweezers. Return of the suspect device was requested for evaluation.